Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours. Blood glucose level reached 22 mmol/l (396 mg/dl). The patient was diagnosed with an abscess and given antibiotics on (B)(6) 2024. The infection did not improve, they were hospitalized on (B)(6) 2024. The symptoms of the infection include purulent discharge, swelling and redness. The patient was treated with antibiotics via IV fluids and had not yet been released from the hospital at the time of reporting.